Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer received multiple, intermittent occlusion alarms. The customer changed the cartridge, infusion set tubing and site each day and the occlusions continued. The customer's blood glucose (bg) level was 280-300 mg/dl. The customer reverted to using a non-tandem pump to manage diabetes. Reportedly, the customer was using apidra insulin in the cartridge. The customer indicated that he cannot use humalog or novolog.